Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The reported event is addressed within the labeling. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the 5 ml balloon, two-way lubricated foley urinary catheter are stopping up, and his wife believes it was an infection. Per response notes, they have tried to get more information on what means by stopping up and signs of infection, but they were not sure and does not know how to describe anything. Discussed a silicone catheter was a potential option as they do have a larger internal lumen. Suggested them to reach out the hcp regarding "signs of infection" and "stopping up" as they may be able to identify and treat the cause. Customer did not want to discuss the issues; they just wanted samples. Offered to give liberator's number and/or transfer but patient declined.